Event description:
It was reported that during a laparoscopic ventral hernia procedure, during the firing of the device in the left lower quadrant, the surgeon, using indicated firing techniques, inserted an anchor in the epigastric artery. Following the firing of the device, it was necessary for the surgeon to do a cut down just above the wound site in order to stop the bleeding. Total time added to the procedure was 45 minutes.